Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the infant flow (sipap) synchronized inspiratory positive airway pressure receiving error codes 51 - oxygen sensor cannot be calibrated by user (bad offset or high gain) and 54 - oxygen calibration suspect (oxygen value has been measured as outside range 18 - 104%) while being used on a a patient. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
The device was not returned for further evaluation. However, trudell's technician was able to verify e54 alarm, and this was resolved by calibrating pressure and oxygen cell internally and externally. The suspect device's oxygen sensor voltage was measured at 11 mv which is within specification, and performance check passed. It is now back with the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.